Event description:
The customer's mother reported that the insulin pump buttons unresponsive. Customer stated that the down arrow was not working. No blood glucose reading provided. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. The insulin pump has cracked case at display window corners and minor scratches on lcd window.